Event description:
We were informed that one of the monarch ceiling lifts was installed on a non-compatible track system and the track system failed resulting in the unit falling on the patient/nurse. Investigation allows us to conclude that the dealer (third party installer) didn't follow the installation instructions. The ceiling lift fell from the turntable during operation, the turntable guards were not being adapted for the lift to prevent the fall. Medical device was installed despite incompatibility. The manufacturer was not aware of the transaction before hand. The manuals on the monarch lift clearly state that it must never be installed on a competitors track system with any turntable or switching option. The patient and nurses were hit by the falling ceiling lift. Manufacturer and importer were informed that the patient and nurses had minor bruises on the arms, checked at hospital and quickly released. The device was sold / installed by a local dealer.